Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally twisted the connector out of the pump while standing up, which caused the cartridge to come out. The patient stated that the cartridge was reinserted because it did not appear damaged. The patient was advised to monitor blood glucose levels and to call back if issues occurred. The patient later reported elevated blood glucose levels and noted that supplies had been changed earlier, at which time the connector was not locked in place and was loose. Upon inspection, it was determined that the connector had become unlocked. After the connector was properly locked, tubing was tested and insulin delivery was observed to drop and resume appropriately. The highest reported blood glucose level was 256, which remained out of range for approximately four hours and was corrected by reconnecting to the pump. No alerts were received, no symptoms were experienced, and no outside assistance or medical intervention was required. During follow-up, blood glucose levels remained elevated, and the patient expressed continued concern. The patient was advised to change supplies, and no issues were observed with the removed supplies or infusion site. Insulin delivery was resumed, calibration was performed, and the patient indicated they were tired and would call back later. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.